Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/1.5/086 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a spherical model, same lens due to refractive surprise and the problem was resolved. Reportedly, "lri was performed for astigmatism."

Manufacturer narrative:
H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic broken with fiber on the lens surface. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).